Event description:
User received a discrepant creatinine result for one patient sample. The physician questioned the initial result of 6.17 mg/dl. The sample was repeated and gave 0.86 mg/dl. The initial result was reported. The customer does not believe the patient received any treatment based upon the original discrepant result. The field service representative determined the cause to be a reagent probe that was out of adjustment causing it to hit the side of a reaction cell during dispense. He also observed reagent residue on the top of the reaction cells. Reagent probe adjustments were checked and reaction cells were replaced. Performance tests were performed.